Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium large clip applier instrument had issues applying clips. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "instrument had issues applying clips". Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip-clip test was performed and failed. The clip did not release onto the rubber test tubing. Additionally, the clip applier instrument was found with one (1) grip that was bent. As a result, the clip did not release onto the rubber test tubing during the functional test. The root cause of bent-severely instrument grip-tips is typically attributed to the misuse/mishandling, such as excess force applied to the instrument jaws. The instrument was found to have an input disk cracked. Hairline crack were found on input shaft #7. Improper cleaning during reprocessing most commonly causes this failure. The root cause of this failure is typically attributed to the misuse/mishandling.